Event description:
It was reported that the defibrillator egm looked suspicious during a routine interrogation of the device. Electromagnetic noise from an old air conditioner was suspected. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). The device was returned and analyzed. Analysis determined the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the defibrillator egm looked suspicious during a routine interrogation of the device. Electromagnetic noise from an old air conditioner was suspected. It was later reported that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.